Event description:
The following information was reported: cerebral intervention through a 7f procedural sheath. Aspirin, plavix and heparin was administered at the time of closure. The act (activating clotting time) was 145 seconds. A mynxgrip (6f/7f) vascular closure device was deployed fine, after a 5 minute hold, a hematoma (6 cm or less) formed. Manual pressure was applied for an extra 30 minutes and hemostasis was achieved. The total duration of the manual compression was 35 minutes. In doctor's opinion, the event was caused by the mynx device/mynx procedure. Procedure type: intervention sheath size: 7f vessel type: arterial.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (f1514902) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).